Event description:
Customer reported that she had unexplained high blood glucose. Customer stated that the paramedics were called and she was transported to the hospital. Customer blood glucose reading was 450 mg/dl when paramedics arrived. Customer reported that she was having issues with the insulin pump and her infusion set cannula was bent. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.